Event description:
It was reported that a skin irritation causing excessive redness had occurred while wearing the pod. The patient visited the doctor and was prescribed betacorten g ointment, aflumycin and triderm cream for treatment.

Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.